Manufacturer narrative:
Additional information: h6, h10: device evaluation: sixteen samples of smiths medical cadd cassette reservoir were returned for analysis. Visual inspection was performed, and no discrepancies were detected. During accuracy testing, the samples were connected to the cadd legacy plus and a balance mettler toledo to look for unusual functions; and no discrepancies were detected; the accuracy test was successfully passed. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
It was reported that a smiths medical pump under infused. No adverse patient effects were reported.